Event description:
Caller alleged that the multi-drug multi-line screen test device sponge dislodged from the collector handle while collecting oral fluid specimens. This device is for forensic use only. Info reported as follows: date: (B)(6) 2013, quantity: 15. There were no reported adverse pt sequela. There were no add'l info provided.

Manufacturer narrative:
This device is 510k exempt for forensic use only. Investigation: the lot number, product number and product description were verified. The devices were not returned for investigation. Eval of the retain samples confirmed the customer's complaint. A review of all lots within a 2 yr shelf-life was conducted. (B)(4) has been opened for this issue.